Manufacturer narrative:
Company rep evaluated the system. Corrections included cleaning the system's error and rebooting. Communication was reestablished.

Event description:
Customer reported a loss of communication with the panorama central station and ambulatory telepacks. No pt injury was reported.